Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_966 - portico ng approval study us5844 - 895 (r707496301, r707420501). It was reported that a 23mm navitor valve was implanted on (B)(6) 2022. The implant depth was 3mm at the non-coronary cusp (ncc) and 5mm at the left coronary cusp (lcc); no calcification extensions were noted beneath aortic annular plane. Post-implant balloon valvuloplasty was performed due to under expansion relating to the amount of calcium burden on the patients native leaflets. Post-implant transthoracic echocardiogram (tte) showed that the valve was well seated/positioned, however, post implant mean gradient was elevated due to patients hyperdynamic/hypervolemia state at that time. In addition, 1st degree atrioventricular (av) block post implant resolved back to baseline sinus bradycardia rhythm in less than 24 hours with no treatment required. The device was reported to be working as intended. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of valve under expansion relating to the amount of calcium burden, elevated mean gradient, and first degree atrioventricular (av) block post implant was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the cause of the reported incident could not be conclusively determined.